Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the customer received with multiple pump error alarms. The blood glucose was 7.2 mmol/l at the time of the incident. Customer is able to complete pump rewind. Error table indicates the pump should be replaced. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.